Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was reported as being dislodged. Lead was being repositioned today. No adverse events to the patient. Report will be updated if any additional information is received.